Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. This report is for the second device. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received two xive s d3.8 l11 dental implants on (B)(6) 2019. On (B)(6) 2019 the implants were explanted. Patient had strong pain. Dentist suspected intolerance and removed the implants. Patient has allergies but they are not specified in the documents.